Event description:
It was reported that following a lap adjustable band procedure, the band was removed due to damage of the band's closing mechanism.

Manufacturer narrative:
Information anticipated, but unavailable at this time.